Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no image output due to a cable failure. The device evaluation also found image noise occurred due to camera cable deterioration. Additionally, it was found the head-part main body wear (printing). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the autoclavable camera head cable no image output. The issue was found during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure. Olympus will continue to monitor field performance for this device.